Event description:
It was reported that patient experienced scarring and migration. He had difficulty inflating and deflating the inflatable penile prosthesis (ipp) device. There was a thick pseudocapsule that had formed around the pump that may have caused a difficult inflation and deflation. After releasing pump from pseudocapsule in scrotum, the device inflated and deflated with no issues. However the cylinders were too large to fit in the mid-glands. The pseudocapsule scarring was removed from scrotum and the cylinders were explanted and replaced with cxrs to fit better in the mid-glands. Only pump and cylinders replaced.